Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference. Manufacturer contacted customer on 04/08/2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated they are satisfied that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 70-120mg/dl fasting. Verified the strips expire 3/19/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 307mg/dl and 293mg/dl fasting. Reviewed meter memory: 173mg/dl (B)(6) 2016 04:30:00 pm fasting: yes; 177mg/dl (B)(6) 2016 05:37:00 pm fasting: yes; 192mg/dl (B)(6) 2016 04:46:00 am fasting: yes; 219mg/dl (B)(6) 2016 06:11:00 pm fasting: yes; 440mg/dl (B)(6) 2016 03:00:00 pm fasting: yes. Customer states she ran a test on (B)(6) 2016 at 2:54pm and the result was 516mg/dl, she ran two more tests back to back and they read 403mg/dl and 440mg/dl (fasting). She stated that she had her dinner, then decided to go to the hospital because of the truetrack meter readings. When she got to the hospital, her reading was 268mg/dl on the hospital's device. The customer was observed for a few hours then released on the same day ((B)(6) 2016) no medication was given. The customer also stated that at the time of the tests she did not have any symptoms of high blood sugar.